Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 214 mg/dl and e4 (occlusion) errors since (B) (6) 2009. The patient's normal blood glucose range is 130-140 mg/dl. The patient believes the multiwave bolus feature does not properly deliver insulin. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.